Event description:
The respiratory therapist was conducting a pulmonary function test (pft) on a patient when the arm of the pft machine fell off. Therapist grabbed the arm to prevent it from hitting the patient. The machine is less than a year old and this was an unexpected event. The manufacturer was notified.